Event description:
Medtronic received information that during implant of this 29 mm transcatheter bioprosthetic valve via the direct deployment, on the initial deployment the valve was not fully expanded. The valve was successfully recaptured. During the second deployment attempt, the valve infolded. The valve was recaptured and removed from the patient. It was reported that the valve was loaded correctly with no misload noted. The valve was replaced and loaded onto a replacement delivery catheter system (dcs). The valve showed significant compression from the native aortic valve, therefore a post dilation was performed using a 23 mm non-medtronic cristal balloon. Of note, the pre-implant computed tomography (CT) showed anatomy of a "2p of vbr of 73 mm", 18.3 by 26.9 mm perimeter, an sinus of valsalva (sov) mean of 34 mm with a 54 degree angle and mild calcification. A 15 minute procedural delay was noted as a result of the infold. The patient was monitored and remained comfortable. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.